Manufacturer narrative:
(B)(4). The device was manufactured march 11, 2015- march 12, 2015. The device was received for evaluation. Visual inspection noted that the fluid in the device would not flow. Microscopic inspection noted drug residue build up in the glass capillary. The reported condition was verified. The cause of the no flow was due to drug residue blocking the fluid path. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multiday infusor stopped infusing after two days. The device was filled with primperan, haloperidol and normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.